Manufacturer narrative:
(B)(4). To date, information suggests that these medical devices remain in service, monitored by the following physician, in the ring to coil configuration. If new information becomes available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the implantable transvenous left ventricular (lv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) exhibited >2000 ohms pace impedance measurement. This measurement was present in all the configurations except for ring to coil configuration. The boston scientific crm technical services consultant suspected a possible conductor issue such as a lead fracture or connection, possible setscrew issue involving the tip electrode. It as noted that the ring conductor remains intact, presently. The technical services consultant suggested that a chest x-ray be done, along with isometrics in order to attempt to recreate the noise. The local area sales representative planned to discuss all with the physician. There were no reported adverse patient effects. Subsequent information received that this cardiac resynchronization therapy defibrillator was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.